Event description:
Meter name: one touch ii, strip name: lifescan, meter code: 6, strip code: 6, strip storage: unknown, but in good condition. Symptoms: lightheaded. A patient reported they were seen by doctor. Their meter allegedly was inaccurately low. The result on their meter was 7.1 and 4.7 mmol/l. Unknown if comparison was done at the doctor's office. Treatment was unknown. No further information has been reported.